Event description:
Gall bladder surgery: "physician pulled on the string of the 5mm applied medical specimen retrieval bag to remove the gall bladder and the bag/pieces to the appliance fell apart in the pt. All pieces were retrieved by the physician. Device sequestered. No harm to the pt, did cause extra 20 minutes to case." Pt status: no harm to pt.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.